Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker dependent patient presented for a pulse generator replacement procedure. During the procedure, a radio knife was used. When the device was removed from the pocket, loss of pacing output was observed. Upon interrogation, back-up operation of the pulse generator was confirmed. The device was removed and replaced with no adverse consequence to the patient.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device indicated that device went into backup operation due to nmi consistent with the use of an electrosurgical tool during the procedure. After reloading the product code, the device exhibited normal functionality.